Event description:
It was reported that shaft break occurred. The 90% stenosed eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following stent deployment, a 12mm x 3.5mm quantum maverick balloon catheter was advanced to postdilate the stented lesion. However, upon pushing the device towards the stented lesion, the catheter shaft break about 80cm away from the hub. The device was retrieved intact with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood on the outer surface of the shaft and balloon. There was blood in the wire lumen and inflation lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was separated 90cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by connecting a tuohy, stopcock, and inflation device (filled with water) to the distal fractured end of the catheter. The device was inflated to the rated burst pressure, per quantum maverick product specification for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following stent deployment, a 12mm x 3.5mm quantum maverick balloon catheter was advanced to postdilate the stented lesion. However, upon pushing the device towards the stented lesion, the catheter shaft break about 80cm away from the hub. The device was retrieved intact with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.